Event description:
It was reported that the system reports incompatible camera head. The patient was already sedated and the surgery had to be canceled. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).